Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported right side rupture, fever, severe pain and textured to smooth breast implants due to the patient¿s concern with the product. Patient additionally reported "spells of sickness, fatigue, muscle pain, and weakness" which is not device related. Healthcare professional additionally reports capsular contracture, baker grade unknown and exchange from textured to smooth due to patient concern with the product. Device remains implanted.